Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.

Event description:
Additional details were provided during a conversation with the surgeon; he reports "the resident inserted the spacer so that the flat side walls were adjacent to the vertebral bodies then rotated the spacer in the disc space 90 degrees so the teeth were properly aligned and adjacent to the vertebral bodies. The inserter tip broke during this rotation. It is not standard practice to install the spacer in this manner and rotate it; it is standard practice to install the spacer so that the teeth are immediately adjacent to the vertebral bodies. The insertion technique led to the tip breakage."

Manufacturer narrative:
The returned 14-534904 (zyston straight t-handle inserter) from lot 035392 was visually inspected by quality engineering. Initial inspection confirms the reported complaint; one distal tine of the inserter is completely sheared off from its base. The other distal tine is intact and undamaged. A review of the DHR (device history record) indicated that there were no dimensional, functional, or material anomalies that would lead to the reported failure. The probable root cause for the product failure is improper torque or force, leading to loss of mechanical integrity and ultimately instrument failure.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Based on the information provided the most likely cause of the inserter breaking is due to user technique. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the tip of an inserter broke and remained in the patient. The doctor reportedly stated that a resident was inserting the cage upside down and rotated the inserter 90 degrees without distraction causing the tines to bend. It is reported there are no plans for a revision surgery.